Event description:
The caller alleged poor correlation with his meter. The following results were reported: inratio. Lab 2/10/06-2.1, 2/11/06-2.1, 2/12-1.8, 2/13/06-1.8, 2/14/06 inratio 1.9, 2/15/06 1.4 (9am), 1.2 (noon), 2/16/06-1.8, 2/17/06-1.8